Event description:
The customer reported that the system displayed 'check sum' error message upon boot. This error is likely to prevent the system from booting to a usable state. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm s-ram drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.